Event description:
Patient's primary surgery for shoulder arthroplasty occurred (B)(6) 2018, but post operatively he kept falling and dislocated his shoulder twice. The first revision surgery occurred (B)(6) 2019, when the surgeon added a spacer and a +3 liner. During the second revision surgery on (B)(6), the surgeon removed the stem and humeral components and replaced them with another company's components. The fx shoulder glenoid is still in place.